Event description:
Caller alleged discrepant low inratio inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 6.0. Lab inr: 10.7. Therapeutic range: 2.0-3.0. Reportedly, the pt had been in the therapeutic range according to the inratio inrs leading up to (B)(6) 2014. The pt experienced an unspecified large bruise when they were in the physician's office on (B)(6) 2014. The inratio monitor was on a "flimsy" bedside tray and the operator states that the tray may have been bumped during testing. Additionally, the monitor was not in the correct mode when the finger stick was performed and the finger was "milked" after the finger stick. No pt specific details were available. No additional info was provided.

Manufacturer narrative:
Investigation pending.